Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. H4:device manufacture date. Evaluation summary: customer reported no video image. The customer stated camera-no image. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg prong top loosened, the suction channel resistance, the lg cable connector corroded, the bending rubber cut, and the bending rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
The device has not been yet been received for analysis. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope. There was no patient involvement and no report of an adverse event.